Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to the patient has suffered from shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted 18 degrees anteriorly such that the cephalad apex is in direct contact with and likely partially embedded in the anterior wall of the wall of the inferior vena cava (ivc), and the caudal apex/hook is in direct contact with the posterior caval wall just above caval bifurcation. All six (6) primary filter struts tent the wall of the ivc. Per the implant records, the patient was reported to have a history of chronic, recurrent deep venous thrombosis (dvt) and renal carcinoma. The ivc filter was indicated in order to prevent a pulmonary embolism (pe) as the patient needed to be off anticoagulation for an extended period. After sterile prep and drape, the right femoral vein was accessed and a guidewire with a sheath introducer were placed to obtained angiograms. The renal veins were identified and the ivc filter was placed in good position below the renal veins. There were no complications. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and embedment in wall of the ivc, becoming aware of these events approximately three years after the filter implantation. The patient further asserts to have suffered from shortness of breath, chest pain, numbness in extremities, impaired cognitive function, vision impairment, back pain, abdominal pain, and internal discomfort post implant, in addition to stomach pain, heartburn, stomach cramps, lethargy and anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was chronic, recurrent deep venous thrombosis (dvt) and renal carcinoma. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter malfunctioned including shortness of breath, chest pain, back pain, abdominal pain, internal discomfort, and the filter tilted and is embedded in the ivc. All six (6) primary filter struts tent the wall of the ivc. Per the patient profile form (ppf), the patient reports tilting, embedment, shortness of breath, chest pain, numbness in extremities, impaired cognitive function, vision impairment, back pain, abdominal pain, and internal discomfort post implant, in addition to stomach pain, heartburn, stomach cramps, lethargy and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned including, but not limited to shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the filter tilted at 18 degrees anteriorly such that the cephalad apex is in direct contact with and likely partially embedded in the anterior wall of the wall of the ivc and the caudal apex/hook is in direct contact with the posterior caval wall just above caval bifurcation. The six (6) primary filter struts tent the wall of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to the patient has suffered from shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted 18 degrees anteriorly such that the cephalad apex is in direct contact with and likely partially embedded in the anterior wall of the wall of the inferior vena cava (ivc), and the caudal apex/hook is in direct contact with the posterior caval wall just above caval bifurcation. All six (6) primary filter struts tent the wall of the ivc.